Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for missing label with the incident lot was observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that a bd vacutainer® plastic (B)(4) tube with royal blue bd hemogardtm closure was not labeled. This was observed before use and there was no report of injury or medical interventions.